Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Severe force applied to the implant has been ruled out. Other potential causes for electric shock sensations include programming parameters, migration, interference from a non-curonix device, and patient contraindicating conditions. The stimulator is used to treat pain. The cause of the electric shock sensations is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reportedly experienced electric shock sensations when using the device. The patient was advised to lower the power index on the transmitter assembly. Additional information was received on november 06, 2025. The patient was experiencing shocking sensation again after restarting use of the device. The patient was advised the programs on their transmitter assembly will need to be lowered and they will let the commercial team member know when they can meet at their doctors office. No further information is available at this time.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Severe force applied to the implant has been ruled out. Other potential causes for electric shock sensations include programming parameters, migration, interference from a non-curonix device, and patient contraindicating conditions. However, after lowering the programs on the transmitter assembly, the patient no longer experienced electric shock sensations. The stimulator is used to treat pain. The cause of the electric shock sensations is due to programming parameters as lowering the programs on the transmitter assembly resolved the reported issue (user error-commercial team member). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reportedly experienced electric shock sensations when using the device. The patient was advised to lower the power index on the transmitter assembly. Additional information was received on november 06, 2025. The patient was experiencing shocking sensation again after restarting use of the device. The patient was advised the programs on their transmitter assembly will need to be lowered and they will let the commercial team member know when they can meet at their doctors office. Additional information was received on december 04, 2025. The programs were lowered on the transmitter assembly and the patient has not experienced any electric shock sensations or pain increase.